Event description:
Having pain in her left knee [aching (l) knee] case narrative: based on additional information received on 08-feb-2021, the case was updated to serious from non-serious (intervention required for arthralgia). Initial information received on 08-feb-2021 from the united states regarding an unsolicited valid serious case received from a consumer/non-hcp. This case involves a 70 years old female patient who experienced pain in her left knee, while she was using medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On the unknown date 2018, the patient started using hylan g-f 20, sodium hyaluronate, (formulation, dosage, lot number, indication: unknown) in left knee. On an unknown date, after unknown latency, the patient had pain in her left knee (arthralgia) and had been getting cortisone shots but now was going to schedule the hylan g-f 20, sodium hyaluronate injection to help with the pain. The patient ended up needing a knee replacement last year. Action taken: unknown corrective treatment: cortisone for pain in her left knee the patient outcome is reported as unknown for pain in her left knee. A product technical complaint (ptc) was initiated on 08-feb-2021 for synvisc. Batch number: unknown; comet compliant ID number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Final investigation complete date was 26-feb-2021. No safety issues were indicated in this review. Additional information was received on 08-feb-2021 from the patient. The case initially assessed as non-serious was updated to serious. Event of knee replacement was deleted. Event of pain in her left knee was added. Clinical course was updated. Text amended accordingly. Follow up was received on 08-feb-2021 from healthcare professional. Global ptc number added. Text amended accordingly. Additional information was received on 26-feb-2021 from the other healthcare professional. Product technical results were added. Text amended accordingly.

Event description:
Having pain in her left knee [aching (l) knee]. Case narrative: based on additional information received on 08-feb-2021, the case was updated to serious from non-serious (intervention required for arthralgia). Initial information received on 08-feb-2021 from the united states regarding an unsolicited valid serious case received from a consumer/non-hcp. This case involves a (B)(6) years old female patient who experienced pain in her left knee, while she was using medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On the unknown date 2018, the patient started using hylan g-f 20, sodium hyaluronate, (formulation, dosage, lot number, indication: unknown) in left knee. On an unknown date, after unknown latency, the patient had pain in her left knee (arthralgia) and had been getting cortisone shots but now was going to schedule the hylan g-f 20, sodium hyaluronate injection to help with the pain. The patient ended up needing a knee replacement last year. Action taken: unknown. Corrective treatment- cortisone for pain in her left knee. The patient outcome is reported as unknown for pain in her left knee. Additional information was received on 08-feb-2021 from the patient. The case initially assessed as non-serious was updated to serious. Event of knee replacement was deleted. Event of pain in her left knee was added. Clinical course was updated. Text amended accordingly.